Manufacturer narrative:
The device referenced in this report has been received for evaluation. Evaluation has not yet begun. Olympus is awaiting permission from the customer to culture the scope as part of the investigation prior to eto sterilization and inspection/evaluation of the device. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during reprocessing of an evis exera ii duodenovideoscope, the scope failed multiple cultures. This is no patient impact related to this occurrence. Additional details regarding the reported event have been requested. At this time, no additional information has been provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and the device evaluation. The device was evaluated where it was found that there was debris and stains at the distal end and biopsy channel. Additionally, there were several technical defects such as leakage from the biopsy channel, insulation failure at distal end, rubber cracked, lens glue discolored, insertion section scratched, universal cord scratched, leakage from connector locking pin, and a customer label on grip. These defects were not considered severe enough to cause a potential adverse event and are likely due to wear and tear damage from use over an extended period of time. The user reported that culture test positive was confirmed from the subject device multiple times. Any other information was not provided. Olympus asked the user to perform culture test by the third-party labs. However, there was no reply. Olympus asked the user to provide information on detailed reprocessing steps, and whether they want olympus to conduct in-service support. However, there was no reply. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, and although we could not judge relation between the event and the device from the following investigation results, reprocessing was likely insufficient due to a defect of the device. This information is addressed in the instructions for use (IFU): "reprocessing manual:1.4 precautions: warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. " olympus will continue to monitor the field performance of this device.